Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.111.651, lot number: 0158737: this part number / lot number combination could not be verified. Therefore, a device history record review could not be performed at this time. If/when the product is returned or more information is received, the lot number can be verified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a volar plate was implanted on (B)(6) 2016 post (mva) motor vehicle accident to treat an open distal radius fracture. A volar plate, one cortex screw and eight locking screws were explanted fully intact on (B)(6) 2016 due to infection and non-union of fracture. The loosening of screws caused malposition of the plate. The patient was placed with an external fixator and treated with antibiotic therapy. This is report 1 of 2 for (B)(4).